Manufacturer narrative:
Section e1; reporter email was not available. Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist device (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. Patient condition was not reported, and additional information was not able to be provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including respiratory failure, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a tracheostomy due to respiratory failure. The patient was intubated for 8 days.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.